Manufacturer narrative:
Revisions of labeling have been enacted to address these issues.

Event description:
Daughter reported that her father used icy hot heat therapy patch for the first time for relief of sciatic nerve pain. Reporter's mother helped place the patch on his right hip and while wearing the patch, he developed a severe burn. He wore the patch about 4 hours and during this time felt constant heat, but it was not uncomfortable. When the heat started to become uncomfortable, his wife examined the patch site. There was a large burn the size of the patch and skin peeled away when patch was removed to examine it. A couple of days later, he was admitted to the hospital for an unrelated medical condition. When the ER doctors examined him and found this burn they too became concerned. He was immediately administered antibiotics to help fight off any infection to the burn because this was a large raw area of missing skin as well as burn cream which is still being applied today, almost 2 weeks later. Consumer expressed concern that there should be additional information in directions for use and additional warnings on product.